Event description:
It was reported that stent shortening occurred. The 80% stenosed, 26x3.3mm, eccentric, de-novo target lesion contained >45 and <90 degree bend and was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. Predilation was performed. A 3.00x28mm promus element ¿ drug eluting stent was advanced to treat the lesion. When the stent was released under nominal pressure, the physician found that the stent was shortened and the proximal end of the lesion was not fully covered. The procedure was completed by implanting a another stent to cover the remainder of the lesion. No further patient complications were reported and the patients status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).